Event description:
The manufacturer received information alleging a patient with a philips device has passed away. There was no allegation that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. The reporter provided 2021 as date of death. The reporter has requested a return label. The device has not returned to manufacturer.